Manufacturer narrative:
Bayer case number: (B)(4). Abdominal pain [abdominal pain] , bleeding [genital bleeding] , migraines [migraine], fatigue [fatigue] , osteoarthritis [osteoarthritis] , decreased physical condition [physical deconditioning], uncertain and difficult gait [gait disorder] , depression [depression] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 10-sep-2025. The most recent information was received on 18-sep-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2024. On unknown date she experienced abdominal pain (seriousness criterion intervention required), genital haemorrhage ("bleeding"), migraine ("migraines"), fatigue ("fatigue"), osteoarthritis ("osteoarthritis"), physical deconditioning ("decreased physical condition"), gait disturbance ("uncertain and difficult gait") and depression ("depression"). The patient was treated with surgery (to remove essure). At the time of the report, the gait disturbance had not resolved. The outcomes for abdominal pain, genital haemorrhage, migraine, fatigue, osteoarthritis, physical deconditioning and depression were unknown. No causality assessment was received for essure with regard to migraine, fatigue, abdominal pain, genital haemorrhage, osteoarthritis, physical deconditioning, gait disturbance or depression. The reporter commented: patient¿s current status: on disability. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-sep-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) abdominal pain [abdominal pain], bleeding [genital bleeding], migraines [migraine], fatigue [fatigue], osteoarthritis [osteoarthritis], decreased physical condition [physical deconditioning], uncertain and difficult gait [gait disorder], depression [depression]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 10-sep-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. Essure was removed on (B)(6) 2024. On unknown date she experienced abdominal pain (seriousness criterion intervention required), genital haemorrhage ("bleeding"), migraine ("migraines"), fatigue ("fatigue"), osteoarthritis ("osteoarthritis"), physical deconditioning ("decreased physical condition"), gait disturbance ("uncertain and difficult gait") and depression ("depression"). The patient was treated with surgery (to remove essure). At the time of the report, the gait disturbance had not resolved. The outcomes for abdominal pain, genital haemorrhage, migraine, fatigue, osteoarthritis, physical deconditioning and depression were unknown. No causality assessment was received for essure with regard to migraine, fatigue, abdominal pain, genital haemorrhage, osteoarthritis, physical deconditioning, gait disturbance or depression. The reporter commented: patient¿s current status: on disability. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.